Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) pump overheats and the batteries do not charge. There was no harm reported.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) pump overheated and the batteries did not charge. A high temperature alarm occurred. The pump was still working. The employee placed an additional cooling fan in front of the pump and this allowed (cooling the pump) to continue the pump operation. There was no harm reported.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields: b5. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the mufflers. The fse did not observe any issue with the batteries. The unit was able to operate on batteries without any problems. Functional tests and an inspection were performed.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) pump overheated and the batteries did not charge. A high temperature alarm occurred. The pump was still working. The employee placed an additional cooling fan in front of the pump and this allowed (cooling the pump) to continue the pump operation. There was no harm reported.